Event description:
It was reported that the patient was experiencing chest pain. A chest x-ray revealed a perforation by the right ventricular lead resulting in pericarditis. The lead was explanted, it was unknown if the lead would be replaced. The patient was noted to be doing stable and in good condition when discharged the following day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.